Manufacturer narrative:
This report is submitted on july 11, 2017.

Event description:
It was reported that the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, july 11, 2017.

Manufacturer narrative:
This report is submitted on april 15, 2019. (B)(4).

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery. This report is filed on february 25, 2019.